Event description:
It was reported that this implantable cardioverter defibrillator (ICD) incorrectly delivered therapy. Specifically, there were two episodes where therapy was delivered due to a v>a declaration. Technical services (ts) reviewed available device data, noting the presence of numerous events in the ventricular tachycardia (vt) zone and non-sustained ventricular tachycardia (nsvt) on (B)(6) 2026. Two of these events were treated by the device with anti-tachycardia pacing (atp) and shock therapy. In both events, the discrimination algorithms reported a v>a marker on the electrogram (egm) before delivering therapy. From the egms of the treated events, as well as from other events, ts observed some atrial signals coincide with the ventricular signals. In these cases, the device does not detect them, as shown by the absence of an atrial signal marker. This leads to a lengthening of the atrial cycle, causing the average ventricular rate over the last ten cycles to become higher than the atrial rate; therefore, v>a. Programming considerations were discussed, and no further assistance from ts was needed. No adverse patient effects were reported. This ICD remains in service.